Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 542 mg/dl at the time of incident. Customer stated they are not using the insulin pump earlier since change set. Customer declined troubleshooting for high blood glucose. Customer stated they called to get assistance in pairing the insulin pump and meter. The device will not be returned for analysis.